Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2024-00047. The date of that submission was 15 jan 2024. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
It was reported that the patient did not get the full dose. Per reporter the device exhibited beeping. Continuous infusion rate: 2.2 ml/hr. Reservoir volume: original 100 ml. Given: 58.7 ml. Remaining: 41.3 ml. Drug: fluorouracil. Length of infusion: 46 hours. Lock level: locked. There was a cstd used to fill cassette. The pump was used to prime the extension tubing. Event occurred while in use with patient and no patient harm/adverse event reported. 21-7047-24 4381330 tubing.